Event description:
The md's pt received a second degree burn while the md was conducting a nerve conduction study on a pt with diabetes with neuropathy. Correspondence with the md revealed he had taped down the switch and told the pt to remove the pad when it got too hot. He had left the pt unsupervised in the room while the treatment was being administered. Co's investigation revealed no defect was found with the unit. The heat rise test was within the normal range. Co's instruction booklet and the unit's attached label clearly state not use this unit on persons with insensitive skin and persons with poor circulation. "Persons with diabetes should be especially careful when applying heat." The booklet has a "warning: the switch was designed for your safety. Use only as directed. Press the switch "on" and hold it there. The switch is spring-loaded so the pack is "off" if the switch isn't hold "on". When the pack gets as hot as you can tolerate, release the switch and let it cool for a few minutes. You control the heat by holding the switch in your hand. Please do not switch it "on" any other way. It further states that the unit should not be used as a foot warmer, since it gets too hot for this purpose. No deaths or serious injuries were reported. Co's investigation concludes that lack of attention to the warning label and instruction booklet contributed directly to the reported incident.